Event description:
A customer reported to beckman coulter inc (bec) that they were getting diff voteouts and incomplete computations on all samples on the coulter lh750 hematology analyzer. The customer then opened the diluter and could see a fluid leak around the diff mixing chamber. The operator was wearing a lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds. No one sought medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control or risk management plan at the facility. No erroneous patient results were reported out of the laboratory as the results were flagged. As for the samples run prior to the event, the results matched those from the other instrument. There was no death, injury or change to patient treatment. Voteout flag: the instrument performs two counts on the wbc, rbc, hct, and plt. If the results for the two counts differ more than a predefined limit, the results are flagged with a voteout "v" flag.

Manufacturer narrative:
The field service engineer (fse) found tubing had come off of flow cell. The fse replaced tubing from mixing chamber to flow cell, and verified operations. The fluids associated with this leak may be diluent, blood, controls (5c cell control, retic-c cell control), and reagent (lh 700 series retic pak). Root cause for the leak was tubing from mixing chamber to flow cell that had come off of flow cell. (B)(4).